Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the malfunction code, which did not recur after the reset. The customer was advised to continue using the pump and to reach out if the issue reappeared.